Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel below knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres in 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.